Event description:
It was reported four times that prior to using a bd ultra-fine¿ ii 3/10ml insulin syringe 30g x 5/16" (0.30mm x 8mm), the stopper was deformed. The following information was provided by the initial reporter, translated from japanese to english: black rubber component was disfigured in the barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: customer returned (4) loose 3/10cc, 8mm syringes. Customer states that the black rubber component was disfigured in the barrel. All returned syringes were examined and all exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch# 1256984. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported four times that prior to using a bd ultra-fine¿ ii 3/10ml insulin syringe 30g x 5/16" (0.30mm x 8mm), the stopper was deformed. The following information was provided by the initial reporter, translated from japanese to english: black rubber component was disfigured in the barrel.